Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray examination inspections were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the lead exhibited failure to capture and high out-of-range pacing impedance. The lead was not implanted and an alternate near at hand was implanted instead on 16 jun 2023. Patient condition was stable.